Manufacturer narrative:
(Initial reporter city, state): (B)(6). (B)(4).

Event description:
Note: this report pertains to first of three jagtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the current was applied to cut the papiila, the device was slightly tightened, and then "the cutting wire was disrupted at the proximal side to the handle." A second and third jagtome rx 44 were used, but the same problem happened. It was reported that the patient's anatomy was not difficult, and no part of the cutting wire detached and fell into the patient. The procedure was completed with a fourth jagtome rx 44. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.